Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brand new epk-i7010 optivista processor does not recognize I-series endoscopes (error:12 cannot detect endoscope), problem fixed after replacing the defective preprocess pcb. This event occurred at the time of installation. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary brand new epk-i7010 optivista processor does not recognize I-series endoscopes (error:12 cannot detect endoscope), problem fixed after replacing the defective preprocess pcb.

Event description:
Brand new epk-i7010 optivista processor does not recognize I-series endoscopes (error:12 cannot detect endoscope), problem fixed after replacing the defective preprocess pcb. This event occurred at the time of installation. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.